Event description:
Following a trial implant on (B)(6) 2011, I had the medtronic interstim device for overactive bladder implanted (B)(6) 2012. After dr. (B)(6) of the urology group in (B)(6) did the trial he informed me that they usually like to place wires on both sides of the sacral area to get a better result, however he was unable to for me because he said that the shape of my coccyx made it difficult. He said he only used the right side and thought he would still get good results. After I agreed to the permanent implant he placed the lead wire on just the right side again. After repeated attempts to adjust the settings over the period of the next 10 months, dr (B)(6) offered to try to move the wire to the left side to see if that would help. I reminded him of the difficulty he had during the test phase. He said he was still willing to try in another attempt to relieve my symptoms. On (B)(6) 2012 the revision was done. A few months later I started to experience severe pain in the coccyx area. I again went to dr. (B)(6) for assistance and he asked if I had fallen to which I said no. He sent me on (B)(6) 2013 for x-rays to see if the wire could have moved. His office called a few days later to say the wire was still in the proper place. I asked for an appointment. At that appointment I asked dr. (B)(6) to remove the implant and he scheduled that surgery for (B)(6) 2013. He did state that he didn't feel the pain would go away because he didn't feel the implant was the cause of the coccyx pain. He was correct the pain did not go away and he referred me to my primary care dr. (B)(6). After a CT scan and MRI dr. (B)(6) could not find another reason for the pain and said he had no doubt that the pain came from the implant. Dr. (B)(6) referred me to pain management, dr (B)(6). After almost 3 years, visits to several drs (including cleveland clinic), 15 procedures from pain management which amount to over 100 office visits, physical therapy, acupuncture, chiropractic treatment, a back brace, pain and nerve medications, I am still in pain. I cannot work (I am a salvation army officer) because sitting for any length of time is very painful. I need to sleep in a sleep number bed. I use a lift chair at home or someone needs to help me up. Standing from a seated position is very painful. Traveling in a car is nearly impossible, I must lay in the back of the van on a mattress. My life is forever changed! I have received a copy of my medical file (including procedure notes) from dr. (B)(6). Dr. (B)(6) has written a letter to my employer to excuse me from work stating that I have chronic coccyx pain which is secondary from the implant. He also stated it is unlikely that I would be able to return to work.